Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / the l microinsert was above the fundus with the tube projecting to the l lateral sidewall.') And perforation ('perforation') in an adult female patient who had essure (batch no. 664653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009: patient underwent essure confirmation test via hysterosalpingogram. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted as per pfs: second insertion date of essure: (B)(6) 2010 and (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 0. The left tubal ostia was not seen clearly, giving the expectation of not being able to successfully place the essure micro-inert in the left tube; therefore, the procedure was abandoned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: findings showed a normal uterine cavity and with r tubal blockage and l tubal patency. The l micro insert was above the fundus with the tube projecting to the l lateral sidewall. Pregnancy test urine - on an unknown date: negative urine pregnancy test. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / the l microinsert was above the fundus with the tube projecting to the l lateral sidewall.') And perforation ('perforation') in an adult female patient who had essure (batch no. 664653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009: patient underwent essure confirmation test via hysterosalpingogram. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted as per pfs: second insertion date of essure: (B)(6) 2010 and (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 0. The left tubal ostia was not seen clearly, giving the expectation of not being able to successfully place the essure micro-inert in the left tube; therefore, the procedure was abandoned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: findings showed a normal uterine cavity and with r tubal blockage and l tubal patency. The l micro insert was above the fundus with the tube projecting to the l lateral sidewall.. Pregnancy test urine - on an unknown date: negative urine pregnancy test.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.